Event description:
Pt underwent coronary artery bypass graft x1 vessel and mitral valvuloplasty on 6/6/94 for congestive heart failure with severe mitral regurgitation. On 6/9/94, developed two episodes of sudden apnea, hypoxia, hypotension, and bradycardia. Resuscitative efforts implemented with no response during the second episode. Pt expired. Physician suspects pulmonary embolus but cause unknown. Autopsy not performed per request by family.